Event description:
It was reported that it was found that the tip of the screw driver shaft was damaged/blunt during use. When the part was returned and analysis shows the tip is broken. No patient injury was reported. It is unknown if the instrument was broken during the procedure.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Visual macroscopic exam shows that approximately 2.13 mm portion of the tip is completely sheared off. The remaining feature on the diver is twisted counter clock wise suggesting that the instrument may have been subjected to excessive torque causing the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.